Event description:
It was reported that during a percutaneous coronary intervention, tip detachment occurred. Access was gained via the right femoral artery. The 90% stenosed target lesion was located in the calcified left circumflex (lcx) with an unknown level of tortuosity. The physician placed a non-bsc 6f guide catheter before advancing two guide wires to the left anterior descending artery (lad) and the lcx. A non-bsc guide wire was advanced to the lad and a kinetix, str, 185cm guide wire was advanced to the lcx. The physician states that guide catheter repositioning issues required that both guide wires be pulled back into the guide catheter. Upon doing so, approximately 4cm of the radiopaque tip of the kinetix guide wire detached and remained in the proximal lcx. There was no attempt to retrieve the detached tip. As the proximal lcx was intended to be stented, the physician used an unknown manufacturer's stent to anchor the detached section against the vessel wall. The procedure was completed with a different device. No further patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention, tip detachment occurred. Access was gained via the right femoral artery. The 90% stenosed target lesion was located in the calcified left circumflex (lcx) with an unknown level of tortuosity. The physician placed a non-bsc 6f guide catheter before advancing two guide wires to the left anterior descending artery (lad) and the lcx. A non-bsc guide wire was advanced to the lad and a kinetix, str, 185cm guide wire was advanced to the lcx. The physician states that guide catheter repositioning issues required that both guide wires be pulled back into the guide catheter. Upon doing so, approximately 4cm of the radiopaque tip of the kinetix guide wire detached and remained in the proximal lcx. There was no attempt to retrieve the detached tip. As the proximal lcx was intended to be stented, the physician used an unknown manufacturer's stent to anchor the detached section against the vessel wall. The procedure was completed with a different device. No further patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Correction: upn corrected from (B)(4) to (B)(4). Device evaluated by manufacturer: the kinetix guidewire was received however the distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned. The corewire and high torque sleeve (hts) were fractured. The remaining hts was 6.25in long. The fractured surface was bent indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the core wire at the fracture surface and the adjacent portion of the wire confirmed there was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).